Event description:
On (B)(6) 2010, pt reported receiving an e6 (mechanical error) alert. Pt stated he switched to his backup infusion device. Had pt insert a new battery. Pt reported the infusion device went into stop mode. Had pt attempt to go through the change the cartridge process. Pt stated there was insulin in the chamber of the infusion device. Pt reported it was enough insulin that when he turned the infusion device upside down, insulin spilled out of the infusion device. Pt stated he did not know how the insulin got into the chamber of the infusion device. Pt reported the device was okay until he got halfway through the cartridge. Pt stated he thinks there is a leak in the insulin cartridge. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.